Event description:
On (B)(6) 2013, the reported contacted lifescan indicating that the subject meter keeps reverting to set up mode. This issue was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.